Event description:
In 2009, the pt reported that her infusion site was pulled out of her body when she lay down for bed and there was bleeding at the infusion site. She stated that the infusion tubing was too short for her. She was assisted in changing the insulin cartridge and she stated that she would reconnect to the infusion site on her own. She was sent longer infusion tubing. The pt called back on the same day, and stated that the infusion site fell off of her body again. She was assisted with changing the infusion site. She was sent liquid adhesive. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.